Manufacturer narrative:
Suspect clamp was returned and evaluated: as reported, the retainer ring on the tip of the adjustment screw has been pulled off and is missing. As a result, the adjustment screw is able to set the clamp, but not release it. The retainer ring is pulled off when the screw has been turned farther than the design will allow to remove the clamp. Captive washer prevents the spine clamp jaws from opening past design limits. The washer is retained to clamp screw by a laser weld which mechanically secures the washer to the clamp screw. The washer came off the screw when the screw was repeatedly turned counter clockwise and made a hard stop against: traveler clamp, titanium. Over repeated opening cycles, the weld securing the captive washer broke which resulted in the washer falling off. Root cause determined to be that the laser weld around the captive washer is insufficient to support misuse; and the mechanism to auto-disengage the jaws permits screw rotation in excess of the desired stop.

Manufacturer narrative:
Patient identifier not available from the site. Return requested for suspect spinous process short clamp on (B)(6) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative, following-up at the site, reported there was light damage to the patient bone. Since the clamp would not open, the surgeon pried it off which resulted in the loss of a small amount of bone from the spinous process. No further issues have been reported.

Event description:
A medtronic representative reported that, at the end of a spine procedure, when the surgeon was removing their spinous process short clamp, the clamp would not open properly. It was reported that the spine clamp screw would no longer engage the clamp and the clamp would not open. The clamp was attached to l5, the surgeon ultimately pried off the clamp. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.

Manufacturer narrative:
Device UDI was inadvertently omitted from initial report. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.